Manufacturer narrative:
(B)(4). The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. However, a picture of the product in question was received and a visual separation of the bloodline tubing from the "t" junction was confirmed. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. Although the complaint device was not returned for physical examination, the user facility provided a photograph of the product failure. A visual examination, as performed through analysis of the provided picture, confirmed the reported bloodline tubing separation. Therefore, the complaint has been deemed confirmed.

Event description:
The user facility reported that the saline line disconnected from the bloodline at the bifurcation or t-junction at the end of a patient's hemodialysis (hd) treatment. The issue occurred when the nurse attempted to rinse back the patient's blood, thereby preventing the return of the patient's blood within the circuit. The patient's estimated blood loss (ebl) was noted as being approximately 300ccs. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device is not available for a manufacturer evaluation as it was discarded by the user facility.